Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted for medical reasons, namely a cholesteatoma which most likely induced the observed electrode array extrusion. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
The patient suffered from cholesteatoma and the electrodes were extruded. There was no allegation against the device. The device has been explanted. It was stated in the device explantation report that the implant housing was found slightly rotated at explantation. It was also stated that the device or a malfunction of it did not cause or contribute to the explantation.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient suffered from cholesteatoma and the electrodes were extruded. The device has been explanted.